Manufacturer narrative:
H3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis indicating that both torsion and bending moments were likely applied for the observed failure though multiple crack planes are not clearly evident. Crack initiation due to prior loading usage cannot be ruled out as a contributing factor. Review of device history records found (B)(4) pieces of lot 3333mm were released for distribution on 5/21/2015 with no deviation or anomalies. Review of complaint history, back to the date of manufacture (5.21.20215-11.18.2020) found the to be the only report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.

Event description:
It was reported that during a procedure performed in (B)(6), on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.

Manufacturer narrative:
Occupation: distributor. Review of device history records found six (6) pieces of lot 12407ps were released for distribution on 1/16/2017 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Information provided indicates that the product is available for evaluation but has yet to be received. Should the product be received a follow-up medwatch report will be filed upon completion of evaluation.

Event description:
It was reported that during a procedure performed in (B)(6), on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.